Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The cycler weighe fill volumes were within tolerance. The cycler underwent and passed a system air leak test, load cell verification, and valve actuation testing. The internal inspection showed dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. No other discrepancies found. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient initially call in to seek assistance with an alarm and he ended up setting up with new supplies. The patient indicated he had 2200ml inside which he needed to drain and said he would call back for assistance. Patient called back after completing drain 0 and he reportedly drained 4288ml. This drain volume is 194% the patient's maximum fill volume of 2208ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Multiple attempts have been made to acquire additional information, however, to this date a response has not been received. The cycler was scheduled to be returned to the manufacturer for physical evaluation.